Event description:
The reporter stated that when implanting a qwix screw during foot surgery, it sounded squeaky, then, as insertion was almost completed, it broke off at the head of the screw. The broken shaft part remains retained in the patient. The surgeon moved on to place the second screw; having drilled for that, it too was squeaky and difficult to insert and the head began to strip so it was backed out. A longer qwix screw was difficult to insert and was also backed out. The surgeon elected to use another manufacturer's screw to complete the surgery. The problems with the qwix screws prolonged the procedure by about thirty five minutes. The doctor said the patient had hard bone.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.